Event description:
During a ventricular assist device (vad) implant surgery, the surgeon used the incorrect collet and collet nut to attach the ventricular cannula to the lvad (left ventricular assist device). After the implantation, the surgeon recognized the error but did not correct the collet nut because a donor heart became available and the patient was transplanted the following day. There was no adverse effect on the patient. The thoratec directions for use clearly state that when performing ventricular cannulation, the correct (white) collet and collet nut must be used - and the atrial (black) collet and collet nut must be removed from the surgical field. The directions for use also clearly warn that failure to use the correct collet and collet nut may result in insecure cannula engagement leading to the possibility of serious injury or patient death. Thoratec has discussed the directions for use and the warnings with the hospital staff; they have also been trained on this issue during an in-service.